Manufacturer narrative:
(B)(4).

Event description:
It was reported that "doctor states that the guide wire was stuck inside the femoral vein of the patient. The surgeon was called to remove it and and came out coiled almost like a into a knot. The surgeon did a cut down and retrieved the wire in totality. They inserted a PICC line into the child for access. " bleeding was present so a pressure dressing was applied. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows the guide wire with damage towards the distal end. The distal end appears severely kinked and curled. The customer also returned one guide wire and the product lidstock for analysis. Signs of use in the form of biological material were observed on the guide wire. The guide wire was observed to have several kinks towards the distal end of the body which appeared coiled matching the customer report. No distinct knot was formed by the guide wire; however, the coiled appearance could indicate evidence of a previous knot. The distal j bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinking and coil of the guide wire were located at approximately 42 mm of the distal tip. The overall length of the guide wire measured 449 mm, which is within the specification limits of 444-456 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.43 mm, which is within the specification limits of 0.43-0.46 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." The guide wire was advanced through a lab inventory 5.5fr x 13cm catheter to functionally test the guide wire. The undamaged portions of the guide wire passed through with little to no resistance. A manual test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. Precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." The report that the guide wire kinked during use was confirmed through complaint investigation of the returned sample. The guide wire had multiple kinks towards the distal tip and the distal end of the guide wire was coiled. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. The IFU within the kit warns the user, "precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "doctor states that the guide wire was stuck inside the femoral vein of the patient. The surgeon was called to remove it and came out coiled almost like a into a knot. The surgeon did a cut down and retrieved the wire in totality. They inserted a PICC line into the child for access. " bleeding was present so a pressure dressing was applied. The patient's current condition is reported as "fine".